Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the patient was admitted to the hospital on (B)(6) as the result of an altered mental state after being aggressive at home over the past couple of days prior to date notified. The spouse of the patient believes that it could be related to the battery being depleted. Additional information received from the manufacturer representative (rep) on (B)(6) reported that they reviewed the notes of the hcp who confirmed that patient has had significant cognitive decline since their last visit in (B)(6). The patient was admitted to a community hospital and their stimulation had 2.59 battery voltage, with normal impedance and unchanged stimulation settings. They have been transferred to another office as an inpatient, and, although it is highly unlikely the stimulator has anything to do with the cognitive changes, a implantable neurostimulator (ins) replacement is to take place on (B)(6). The patient's indication for implant is essential tremor and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.